Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced with a different model. Postoperatively, the patient received adequate pain coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation for several months due to lack of communication between the scs ipg and charging system. As such, troubleshooting with alternate chargers did not provide resolution. As a result, surgical intervention may be undertaken as the next course of action to address the issue.